Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: opening device assessed as unidentified (tear) opening (shell thickness was within specification). As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side deflation. Healthcare professional later reported "deflation and exchange". Device has been explanted.

Event description:
Patient reported right side deflation. Healthcare professional later reported "deflation and exchange". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d1, d4, d6b, h3, h6.

Event description:
Patient reported right side deflation. Healthcare professional later reported "deflation and exchange". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side deflation. Healthcare professional later reported "deflation and exchange". Device has been explanted and replaced.

Event description:
Patient reported right side deflation. Healthcare professional later reported "deflation and exchange". Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 10aug2024.